Manufacturer narrative:
There was no reported patient involvement. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the surgeon found breakage of the reported extraction screw in pre-surgery check. As the spare device was prepared, the surgery was conducted as planned with no problem. No patient involvement was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history review: manufacturing location: (B)(4). - manufacturing date: december 10, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (part number 309.521, conical extraction screw for 3.5mm screws, lot number 9212979). The subject device was received and visual inspection has shown that he broken off tip is missing and the surface does show some marks of use. Based on the complaint description and that this broken off tip was detected by a pre-surgical check. It is possible that the device was subjected to force overload or may have been dropped on the floor, resulting in the complaint condition. There was no indication of manufacturing, material or design-related issues associated with this device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.